Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. The cpu board was replaced. Technician performed overall check, cleaning, run in test, alarm test and confirmed the unit operated properly. Performed check test and confirmed no abnormality.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit alarmed and displayed occurrence of check vent: backup alarm failed while unit was being run at biomed's room. There was no patient involvement.

Manufacturer narrative:
Cpu board was received at the v60 vent manufacturing facility for investigation. Visual inspection did not identify any signs of damage or contamination. The cpu board was installed in a test ventilator. When the test ventilator started up, alarm ¿check vent: backup alarm failed¿ appeared. The complaint could be reproduced. The backup alarm buzzer ls1 emitted no sounds. It was removed from the board. When connecting it to 10v dc it did not function. Ls1 was opened and examined. Contamination (likely residue from soldering flux) was found on the board. A cold solder joint was found. When exerting force onto the resistor lead the buzzer would start to work. Ls1 was temporarily replaced for the functional check. The test vent was restarted up and delivered breaths without errors occurring. The buzzer ls1 of the customer returned cpu board had failed due to a cold solder joint, which triggered the customer's reported check vent: backup alarm failed. Replacing ls1 resolved the problem.